Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31630641l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardaic ablation procedure with a varipulse catheter and the patient experienced hypotension requiring prolonged hospitalization. Before and during pulmonary venous isolation ablation procedure, the patient experienced drop in blood pressure and the patient was stabilized with medications during the anesthesia phase prior to catheter insertion. Then, after 5 ablations were delivered, the patient experienced another drop in blood pressure, and the procedure was stopped to stabilize the patient. The patient was then transferred to the intensive care unit. According to the medical team, the event is not related to the use of bw ablation devices, and they have no intention of reporting a product complaint.

Manufacturer narrative:
On 22-oct-2025, additional information was received about the patient and event. It was indicated the physician¿s opinion on the cause of this adverse event is that it was not related to biosense webster's product. The intervention provided was external pacing, medication to increase blood pressure and intubation to increase oxygen concentration in the blood. The outcome of the adverse event was reported as fully recovered (no residual effects). The patient required extended hospitalization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).